Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Visual examination of the returned product identified strike plate and handle body have damage from previous uses. Indentation, nicks, and scratches are present. Threaded tip is damaged at the leading thread. Thread form does not conform to print. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h6. D4: it was reported that no further information is available per the surgeon at the hospital/user facility. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor threads are not threading into the acetabular cup. There was no patient involvement. It was reported that no further information is available.